Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an incorrect amount of insulin on board (iob) after delivering a bolus. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 60-395 mg/dl.